Event description:
It was reported that when using the bd pyxis¿ anesthesia station es application would not launch. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device application failed to launch. The field service engineer (fse) reported that the station was repeatedly getting stuck on the initializing peripherals screen. Multiple drawers and peripheral devices were unplugged, and the station was restarted; however, the issue persisted. The technical support specialist was contacted, the fse worked with the agent over the phone while the agent reviewed the log files. The all-in-one unit was replaced, but this did not resolve the issue. The docking board was then replaced, which also did not resolve the issue. The hard drive was reimaged, after which the station powered up and functioned normally. The station was configured and continued to operate normally. The customer verified that the station was functioning correctly after the reimage, resolving the issue. The system functioned as intended after the field service engineer repaired the device.